Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized. The patient was treated with injection vancomycin (1g, intraperitoneally, once in five days, duration not reported) and an injection fortum (1g, intraperitoneally, daily, duration not reported) for the event of peritonitis. The patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient's fluid was clear and the antibiotic treatment was completed. The patient recovered from the event of peritonitis and was doing well. Should additional relevant information become available, a supplemental report will be submitted.